Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected/added a concomitant product. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the delivery issue was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 78 year old male with postcardiotomy cardiogenic shock (pccs) and a pre support clinical state consistent with scai shock stage d underwent attempted placement of an impella 5.5 via a surgically sewn platinum graft to the aorta. The graft size was 10 mm with an approximate bevel angle of 60 degrees. Following graft attachment, multiple attempts to advance the wire, catheter, and pump across the aortic valve were unsuccessful, with resistance encountered at the anastomosis or graft pathway. No pre dilation was performed, and no vessel abnormalities or patient specific anatomical challenges other than inability to pass the system were reported. Due to repeated unsuccessful attempts, the procedure was aborted, and the clinical team proceeded with va ECMO cannulation instead. Based on the available information, the complaint is attributed to an inability to pass the wire, catheter, and pump through the graft/anastomosis rather than a device malfunction. No device involvement was reported by the customer. The patient survived the explant. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.